Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the ipg was unable to communicate with the external devices. During recharging the ipg and during use of the scs system, the patient experienced discomfort described by the patient as heating hence the patient stopped using the scs system regularly since (B)(6) 2017. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed.